Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument's metal-to-shaft joint was dislodged and had to be removed with the trocar intact. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jaws were not stuck on tissue when the issue occurred. There was no injury to the patient. The instrument was inspected prior to use and no damage was observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the prograsp forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps was analyzed and found to have a broken main tube approximately 1.85 from the distal tip. Components adjacent to this broken main tube show damage that may indicate potential mishandling/misuse. The proximal clevis was dislodged. The instrument housing was removed, and the clamping pulley screws were loosened to separate the main tube from the proximal clevis. A visual inspection found all internal cables to be still intact, and no material was found missing. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.

Event description:
Refer to h11 for follow-up information.